Manufacturer narrative:
One unpackaged ar-1588rtt acl fibertag® tightrope® implant was received for evaluation. Visual inspection noted that the needle was detached from the suture. Functional testing could not be performed due to the damage to the device. An eco-34288 was implemented to improve the manufacturability of this device. CAPA-00484 was opened for this issue. Refer to investigation photos. Complaint allegation is confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery with quad link the needle detached from the suture during use. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.